Event description:
Atrial threshold high as per lead trend, no date available, possibly chronic as per lead trend." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).